Event description:
It was reported issues with battery depletion, charging difficulties. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up, and technical support was unable to determine the battery depletion percentage due to missing logs, ultimately deciding to close the case.